Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: on (B)(6) 2018: product type lead product ID 977a260 serial (B)(6) implanted: on (B)(6) 2018 : product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient was experiencing pocket pain. The lead had migrated or dislodged and the ins was tilted. The patient had an ins replacement that was smaller than their previous device. The same pocket was used for their current, smaller device as what was used for the previous, larger device. The patient also reported an event where they fell last year that might have contributed to the dislodgement of the ins in the pocket, as well as the leads migrating. The ins was revised to a new pocket and the leads were revised. The patient was getting good relief prior to revision and after. The issue was resolved by moving the ins pocket and revising the lead. The patient's weight was asked but unknown. The patient's medical history included left foot crps. The patient status at the time of the report was alive with no injury.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their leads in their back and patient did not recall event date. Patient stated they felt like the leads shifted a bit. Patient noted their implant was also taking longer to charge. Patient would like to see a representative for reprogramming. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number. No symptoms reported.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (B)(6); product type: 0200-lead; implant date (B)(6) 2018, brand name vectris surescan; product ID 977a260 (B)(6); product type: 0200-lead; implant date (B)(6) 2018. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.